Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device went into backup mode following a magnetic resonance imaging (MRI) scan. High voltage therapy was temporarily disabled during the backup. Technical support was contacted and the device was restored to normal function via a firmware download. The patient was stable with no consequences.